Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. A supplemental report will be filed when additional information is obtained.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris pst hip implants. The surgeon was unable to register the acetabular landmarks and the case was converted to manual. The outcome of the case was successful.

Manufacturer narrative:
An event regarding difficulty registering pelvis was reported. The event was not confirmed. Based on our internal investigation, device evaluation, device history review, and complaint history review, it can be concluded that the root cause for difficulty registering is due to insufficient area covered during the acetabular surface point collection, not captured landmarks.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris pst hip implants. The surgeon was unable to register the acetabular landmarks and the case was converted to manual. The outcome of the case was successful.